Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated they were trying to upload and got a blank display. Customer stated they replaced the battery and got displayable history crc check failed on startup alarm. Customer states they cleared the alarm and had to reset the time and date. Customer check the settings and the basal or bolus settings were there and insulin pump was blank. The device will not be returned for analysis.